Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference updated section d1 brand name, and section d4 catalog number that does not apply and should be removed.

Manufacturer narrative:
The customer's report was observed during review of the forensic memory log with no notable device errors. The device was put through extensive testing without duplicating the report or a malfunction to the device. An internal inspection found no discrepancies. The device was recalibrated as a pre-caution, recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device dispalyed an "02 valve fault -2011" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.